Event description:
Patient was implanted with a click x loading system l3-s1 from a prior surgery date unspecified. The surgeon scheduled an implant extension from l3-si from a prior surgery to t11-s1. Prior to implant extension the surgeon discovered a broken rod part number 498.152 through pre-operative x-rays. Surgeon explanted the broken rod replaced it with a new rod and extended the implant as planned to t11-s1 on (B)(6) 2012.

Manufacturer narrative:
Review of the DHR and material records showed that there were no issues during manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.